Manufacturer narrative:
The DHR records have been reviewed for batch 6187504 with no issues being identified.

Manufacturer narrative:
Results: bd received one sample and two (2) photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of leakage with the incident lot was not observed as all samples met the required specifications. Additionally, (B)(4) retention samples were selected from in-house inventory and no defects that could lead to leakage were observed. (B)(4) of the retention samples were tested functionally, and no issues were observed as all retention samples met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned sample. The root cause is indeterminate.

Event description:
It was reported that when a 16x100 mm 10.0 ml bd vacutainer® glass serum tube was placed on a luer adapter from our push button wingset, blood shot out and ran down the wingset line. No serious injury or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is preamendment and does not have a 510k associated with it.